Event description:
During the routine follow-up of the device involved in this report, an attempt to program the sensing polarity to unipolar failed with an error message indicating the lead was unipolar. Real time sensing tests were then performed in bipolar and unipolar sensing polarity: both showed good sensing of the device, despite it was confirmed later that the lead was unipolar.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united stated. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. Reportedly, on 7 january 2009, an attempt to program the sensing polarity to unipolar failed with an error message indicating the lead was unipolar. Real time tests were then performed in bipolar and unipolar sensing polarity: both showed good sensing of the device, despite it was confirmed later that the lead was unipolar. The error message upon programming attempt resulted from a lead polarity check the programmer performs before programming a lead polarity to bipolar. Such a test is not performed for temporary programming, as specified: therefore, sensing test can be executed either in bipolar or unipolar configuration, even if the lead is unipolar. The fact that sensing was good even in bipolar sensing configuration is related to the electronic design of our device. As a matter of fact, the sensed signal is a combination of the voltage measured on both electrodes of the lead: vd (voltage measured at distal - tip electrode) and vp (voltage measured at proximal - ring electrode). In unipolar configuration, the signal involves only vd; in bipolar configuration, the signal involves the difference between vd and vp. With a unipolar lead, vp will be equal to 0 volts, therefore, signal sensed in both configuration with a unipolar lead, will be similar. It should be kept in mind that the benefit of bipolar sensing is to minimize noise effect, and this is obtained by the difference of signal measured on both electrodes. As a conclusion, both the device and the programmer operated normally: the device can remain implanted without any further action.